Event description:
Lf service reports via fax that a customer requested an evaluation and pm visit for their optistar injector because the have experienced three occurrences of extravasation. Spoke with risk management. Customer stated that she does not feel that the occurrences are related to the injector. The evaluation was requested due to the fact that a equipment preventive maintenance visit was due. The hospital has nothing to report and provides no further information.

Manufacturer narrative:
Liebel flarsheim field service engineer report. Fse performed preventive maintenance per lf service manual. All functional operations checked and verified per specifications. System returned to full service by the customer.